Manufacturer narrative:
(B)(4): brief description of complaint: during the boston bioskills ortho lab on (B)(6) 2018, two of the threaded pins from the beta 4.0 set broke. One pin broke when being used to attach the 4-in-1 cutting block and the other when being used to attach the ps notch cutting guide. Both pins broke where the pin inserts into the pin power adapter. Additional pins were utilized. Investigation conclusion: the reported issue was confirmed. Both returned headed pins were visually confirmed to be broken at the head of the pin. The smaller piece of one of the headed pins was lodged inside the pin power adapter insert hole. However, it cannot be determined what caused the break to each pin. The pin power adapter does not exhibit any signs of damage or misuse. *note: there is a discrepancy with the product returned; the two threaded pins (sku1290) listed were actually determined to be two headed pins (sku1297 / 55 mm) upon product receipt and check-in. Additionally, the approved complaint analysis form has been attached to pli#30 only; please reference as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho skills lab, two of the threaded pins from the beta knee 4.0 set broke. One pin broke when being used to attach the 4-in-1 cutting block and the other when being used to attach the ps notch cutting guide. There was no patient involvement, therefore patient information is not applicable.